Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a no delivery alarm during prime. The blood glucose at the time of the incident was 11.8 mmol/l. The customer was instructed to attach the plunger to the reservoir and push insulin through the tubing; the customer stated that the reservoir was occluded and he could not push the plunger. The customer then changed the infusion set and connected to the same reservoir but was still unable to prime. It was advised to change both the reservoir sand infusion set and insulin did exit the tubing. The product will not be returned for analysis.